Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/ test, however, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer was also unable to confirm if they were unable to complete the rewind sequence on their insulin pump. It was also found the customer had a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.